Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and alleged the pump not giving the enough calculation of insulin every time when delivering the bolus. The customer reported blood glucose value of 215 mg/dl. The customer was treated with IV insulin drip, insulin pump and manual injection. The event involved products mmt-1884, mmt-399a, mmt-332a and mmt-5120b. Troubleshooting was partially performed for high blood glucose which has been occurring for more than 4 hours. The customer has used the insulin pump system within 48 hours of the reported event. The customer used the smartguard/auto mode of the insulin pump at the time of reported event. No further patient complications were reported. No product return is required for mmt-399a, mmt-332a and mmt-5120b. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08780 inches. Successfully downloaded history files and traces using thump.successfully uploaded pump to carelink.on the primary svn#: (B)(6) event date of 02-apr-2026, related svn#: (B)(6) event date of 30-mar-2026 and related svn#: (B)(6) event date of 29-mar-2026, there were no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(6) event date of 02-apr-2026, related svn#: (B)(6) event date of 30-mar-2026 and related svn#: (B)(6) event date of 29-mar-2026 listed on smartsolve due to insufficient data in the trace/history files.the pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted.in further review of the formatted history file 1 week from the primary svn#: (B)(6) event date of 02-apr-2026, related svn#: (B)(6) event date of 30-mar-2026 and related svn#: (B)(6) event date of 29-mar-2026, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2026 during bolus deliveries.the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Insert battery alarm was found on: (B)(6) 2026 21:07:38.000.low battery alert was found on:(B)(6) 2026 20:26:01.000.power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump.old power management tool was used and there was no power data available for low battery alert.no unexpected low battery alert noted during testing.lostsensor1alert (780) was found on:(B)(6) 2026 00:29:00.000, (B)(6) 2026 01:44:00.000,(B)(6) 2026 02:46:00.000, (B)(6) 2026 03:28:00.000,(B)(6) 2026 11:01:00.000,(B)(6) 2026 01:33:00.000, (B)(6) 2026 02:42:00.000,(B)(6) 2026 03:51:00.000, (B)(6) 2026 05:04:00.000,(B)(6) 2026 09:56:00.000.lostsensor2alert (781) was found on:(B)(6) 2026 10:12:00.000.sensorerroralert (801) was found on:(B)(6) 2026 18:41:55.000,(B)(6) 2026 23:41:55.000.sensorexpiredalert (794) was found on:(B)(6) 2026 09:39:53.000.the pump was able to connect and pair with a test guardian link (4) transmitter successfully as well as warm up with the green test plug (glucose sensor simulator). Unable to test for lost sensor alert, sensor error alert, sensor expired alert due to not having the customers sensor.the pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.27 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection.the molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4).the test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case.the pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.